Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 446 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they experienced pain and vomiting. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.